Event description:
Reports uh portage ER (B)(6) 2022 for inability to complete isc. Vet reports has noticed some of the catheters "were crushed, some were pinched off". Vet had attempted 10x w/ 3 successful isc. Reports that ER staff stated no uti, placed foley. Vet denied fever, chills, hematuria. Filled by medline on (B)(6) 2022: catheter, urethral vinyl 14fr, ken#400614 lot 2126505664. Patient reporting 1 of the 2 boxes he received had crushed tips on the unopened catheters for several of the ones he tried to use (lot 2126505664). He said the box itself when taken out of the shipping container was not crushed so believes it to be a faulty batch of product. Not all 100 catheters in the box were faulty, only 10. FDA safety report ID# (B)(4).